Event description:
Customer reports, "the pump was infusing anitibiotics into patient. The customer reported that the pump should have taken one hour to infuse but instead, took only 10 minutes to infuse. The customer reported that the incident occurred during use on patient, however there was no patient injury or medical intervention." The unknown antibiotic was being administered at a rate of 50 ml/hr. No additional information is available.

Manufacturer narrative:
Evaluation results: this device has not yet been received for evaluation. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.